Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the threshold suspend was triggered. Customer's blood glucose was 101 mg/dl and sensor glucose was 50 mg/dl. Customer cancelled the threshold suspend. Sensor alarmed a high blood glucose level when her blood glucose was 247 mg/dl. Customer was unable to bolus, and the buttons were not responsive due to the alarm that was not cleared. Customer was assisted in clearing the alarm. Customer was unable to troubleshoot. Customer will not be returning the sensors for analysis.